Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump received a button error alarm and a software error alarm. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
No button error alarms were noted. However, the act button did not respond due to a flattened button dome switch. No unlocked lcd keypad connector was noted. Unable to perform the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, displacement tests or verify the software error or off no power alarms due to the button keypad anomaly. The pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.